Event description:
It was reported through a medwatch report that a "pt scheduled on (B)(6) 2012, for a biventricular implantable cardiac defibrillator (ICD) implant with no left ventricular (lv) lead. Pt had a f/u appointment with the attending physician on (B)(6) 2012, and the nurse assisting the physician noted a large area of red skin on the pt's back. The details of (B)(6) 2012, case were reviewed by the radiation safety officer on (B)(6) 2012. Case begun at 8:25 and concluded at 14:57 on (B)(6) 2012. A total of 150.18 minutes of fluoroscopy was used during the case, 34 cine runs were taken, 17 still pictures were captured, the total dose are product (dap) in cgy. Cm2 was 138,622, and the exposure dose 9595 mgy. Pt was informed of the radiation burn, subsequently the pt's referring physician was notified". Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.